Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of fatal copd and fatal peritonitis coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, the patient experienced copd (chronic obstructive pulmonary disease). On an unspecified date in (B)(6) 2011, the patient was hospitalized for abdominal pain. It was determined the patient had peritonitis. It was unknown what caused the peritonitis. On an unspecified date in (B)(6) 2011, the pd catheter was pulled, dianeal therapy was withdrawn and the patient was switched to hemodialysis. On (B)(6) 2011, while hospitalized, the patient died. The causes of death were copd and peritonitis. It was not reported whether an autopsy was performed. The nurse reported that the events of fatal copd and fatal peritonitis were not related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of fatal copd and fatal peritonitis was undetermined; no device malfunction or use error was identified. A batch review was conducted for the potentially associated lot numbers (h11d05081, h11c27053) and there were no exceptions noted during the manufacturing process. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.